Event description:
It was reported by service reported that the alarm for the bed exit did not function when the pt exited the bed. Pt was found sitting next to the bed; no injury was reported.

Manufacturer narrative:
Conclusion: bed was evaluated and no malfunction was found; device operated to specifications. Bed exit procedure was reviewed with attending nurse, who demonstrated she knew how to set bed exit and was not sure why it was not engaged when this event occurred.